Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post procedure, the patient had recurrent mr and mitral stenosis requiring mitral valve replacement. It was reported the patient had a procedure on (B)(6) 2021 to treat mitral regurgitation (mr) with grade 4+. One clip (cds0701-ntw, 00821u130) was implanted, reducing mr to 3+. On (B)(6) 2021, the patient had a second mitraclip procedure to treat progression of disease. The initial clip remained stable and there was no tissue damage. One clip (cds0701-nt, 01003u131) was implanted, but mr remained 4+. Per the physician, the increase mr was due to the progression of disease. On unspecified date, the patient had mitral valve replacement due to severe mr and mitral stenosis. The clips remained stable and there was no tissue damage. The physician did not indicate it was due to progression of disease.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral valve regurgitation and mitral stenosis cannot be determined; however, mitral regurgitation and mitral stenosis are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.